Event description:
It was reported that the pt experienced a shocking or jolting sensation. It was noted that the pt was not able to adjust their stimulation. A new pt programmer was received, but it still did not work. The pt was at home.. The health care provider confirmed that the pt experienced an overstimulation sensation. It was noted that the pt developed "weight gain with difficulty." The pt's device was reprogrammed and working. No pt injuries were reported.

Manufacturer narrative:
(B) (4).